Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a damaged battery cap. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump and battery cap were examined and found that the battery cap threads were stripped. The pump battery cap was unable to maintain an electrical connection. A test battery cap was inserted and the pump was able to power on appropriately. The pump electrical current draws were found to be within specifications. The pump was opened and no damage or defects were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).